Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caregiver reported on behalf of the customer who received unspecified low readings on the adc freestyle libre sensor on (B)(6) 2020. Customer experienced dizziness and self-presented to the hospital where he was kept in observation. Customer was hospitalized and was treated with unspecified units of insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
Caregiver reported on behalf of the customer who received unspecified low readings on the adc freestyle libre sensor on (B)(6) 2020. Customer experienced dizziness and self-presented to the hospital where he was kept in observation. Customer was hospitalized and was treated with unspecified units of insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Updated based on product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor plug was returned and was observed properly seated in the mount. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed sensor plug and inspected sensor plug assembly and no issues were observed. The sensor was reprogrammed and linearity test was performed, all results were within specification. No malfunction or product deficiency was identified.

Event description:
Caregiver reported on behalf of the customer who received unspecified low readings on the adc freestyle libre sensor on (B)(6) 2020. Customer experienced dizziness and self-presented to the hospital where he was kept in observation. Customer was hospitalized and was treated with unspecified units of insulin. There was no report of death or permanent impairment associated with this event.